Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 4 months post implant of this aortic bioprosthetic valve, a transcatheter bioprosthetic valve was implanted valve-in-valve.  The reason for the intervention was reported as aortic stenosis (gradient of 20mmhg reported) and severe regurgitation. No adverse patient effects were reported.